Manufacturer narrative:
Complainant address: (B)(6). Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 23cm from the distal end of the strain relief. There were several hypotube kinks along catheter shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.